Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the screen of the insulin pump was harder to read. Customer's blood glucose level was 124 mg/dl at the time of incident. Customer stated that the insulin pump screen had cracks at the corners. The insulin pump will not be returned for analysis.